Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/18/2021. H.6. Investigation: customer returned eighteen 0.5ml syringes with no pouch for identification. Water was drawn into each of the eighteen syringes. The water entered each syringe and could be likewise pushed out with no issues in seventeen of the eighteen samples. It was noted that no water could be drawn into the barrel of the final sample. A wire was inserted into the distal tip of the needle of this syringe. While the wire could enter and pass through several millimeters of the needle¿s cannula, it would not pass through the full length of the cannula. The wire could not forcefully dislodge the obstruction. It is believed that adhesive may be blocking the path of fluid through the cannula. No other problems found. A review of the device history record was completed for batch# 0118323. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200889324] noted that did not pertain to the complaint. The root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle was difficult to aspirate, only drawing up air instead of insulin. Additionally, the syringe failed to deliver the insulin and leaked. The following information was provided by the initial reporter: "I believed I drew up about of air for insulin I was going to give. Putting in the vial and pushing plunger there were no air bubbles showing in the insulin: trying to draw insulin into syringe and no insulin is present when pulled from the vial. The vial was fully tipped upside down with insulin well above where the needle was. Used another syringe and did not seemingly have an issue." "Incorrect insulin doses is a problem. I am assuming it was only the 2 particular syringes I have had issues with, due to the fact that there were complete blockages/leakages and nothing was going in or coming out."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle was difficult to aspirate, only drawing up air instead of insulin. Additionally, the syringe failed to deliver the insulin and leaked. The following information was provided by the initial reporter: "I believed I drew up about of air for insulin I was going to give. Putting in the vial and pushing plunger there were no air bubbles showing in the insulin: trying to draw insulin into syringe and no insulin is present when pulled from the vial. The vial was fully tipped upside down with insulin well above where the needle was. Used another syringe and did not seemingly have an issue." "Incorrect insulin doses is a problem. I am assuming it was only the 2 particular syringes I have had issues with, due to the fact that there were complete blockages/leakages and nothing was going in or coming out."